Event description:
It was reported that the intra-aortic balloon pump (iabp) the rn that the pump was using a lot of helium. The iabp was sent to biomed after therapy was completed. The field service engineer (fse) found the pneumatic control system (pcs) assembly to be the cause of the source side helium leak, as a result, the pcs assembly was replaced. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint is confirmed. The root cause of this complaint is undetermined. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) the rn that the pump was using a lot of helium. The iabp was sent to biomed after therapy was completed. The field service engineer (fse) found the pneumatic control system (pcs) assembly to be the cause of the source side helium leak, as a result, the pcs assembly was replaced. There was no report of patient injury or consequence.